Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 2021-07-14 investigation summary: bd received three (3) samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for 'leakage' with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter there was blood splatter/leakage or other sample leakage from the device other than the non-patient end needle/sleeve. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: "blood leaked from the connection to the adapter during blood collection."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter there was blood splatter/leakage or other sample leakage from the device other than the non-patient end needle/sleeve. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: "blood leaked from the connection to the adapter during blood collection."